Event description:
Customer reported a leak in a fluid warmer cassette. It is unk if there was pt involvement or adverse consequences.

Manufacturer narrative:
The manufacturer's investigation is still ongoing; when additional info is received, a follow-up report will be submitted.